Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the instrument tray on office shelf had a broken device. No patient involved, this was not reported as missing or broken during any surgery.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported instrument fracture. The device also exhibited signs of wear in the form of nicks and gouges. Review of device history records identified no discrepancies. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before device design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.